Manufacturer narrative:
Product analysis: the fixed tab at the tip of the inserter has broken at the weld where it meets the shaft. This is a small weld that is typical of what is seen on other inserter¿s. The weld appears to have failed from force placed on it from positioning the cage. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, while using a mallet and angulated force to maneuver the implant into desired position, the fork tongs of the inserter were bent. The tongs were no longer able to retain and lock the implant. The procedure was however completed successfully with the same inserter. There were no patient complications as a result of this event.